Manufacturer narrative:
(B)(4). Evaluation summary: rite (home choice return instrument test/evaluation) functional test passed specifications. Rite (home choice return instrument test/evaluation) electrical test failed for earth leakage current performance spec. The assignable cause of the rite electrical failure is determined to be a short in the device pump between power and ground to the device. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.